Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse updated the system to the latest software version to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that while docking, the surgeon went on the surgeon side cart (ssc) and noticed that the blue cable was disconnected. The error 31016 was observed in logs pointing to the ssc. The isi tse informed the customer that the ssc was not in the same software version as the vision side cart, and they would need to locate a matching ssc to integrate with the system. The customer was able to locate a matching ssc and proceeded with the case. The procedure was completed robotically using another ssc with no reported injury.